Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The >90% stenosed target lesion was located in the very calcified and very tortuous right coronary artery. A 3.00x38mm promus element plus was advanced into the lesion but the stent dislodged from the stent delivery system. Vascular surgery was done in order to remove the dislodged stent into the femoral artery. The procedure was not completed due to this event. Patient's status was okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).